Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka procedure, the tip of a gii femoral impactor broke, no pieces came into contact with the patient, and all were accounted for. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals a large crack throughout black bumper. The visual also reveals some piece of the black bumper chipped away, this device shows signs of significant wear and usage. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A stress relief process was established for acetal bumpers, samples were tested, device medical record for all acetabular bumpers were revised to include the stress relief operation in the manufacturing flow and to include the inspection of stress relief temperature chart to determine compliance. The listed batch was manufactured before corrective action implementation. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.